Manufacturer narrative:
This report is submitted on june 06, 2017, (B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced breakdown of skin at the implant site.